Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple cartridge change errors occurred with multiple cartridges during the loading process. The user's blood glucose level was not provided. Reportedly, the user was able to load a new cartridge successfully and will continue to use the pump until replacement is received.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.